Event description:
According to the reporter: occurred during a lobectomy. During the third firing for pulmonary vein resection the device could not be completely fired. The surgeon could not squeeze the handle on the halfway and tried using force but heard a cracking sound. The surgeon checked the staple tissue and noted the bronchus was slightly engulfed by staples but there was no tissue damage. Oozing and bleeding occurred as a result of the issue. No patient injury.

Manufacturer narrative:
Device evaluation: post market vigilance led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 2 cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.